Event description:
Patient reports issue with pump and requesting to replace freedom pump. Pt states infusion originally took approx 45 mins and lately it's been taking approx 2 hours. Pt noticed that the 50ml syringe plunger has been moving much slower over time after every infusion. Spring on pump may not be working as effectively. Pt states he's had this pump for approx 1-2 years now, could have been longer than that but pt does not remember.